Event description:
Our affiliate is reporting to us that a (B)(6) epileptic male patient underwent a successful shoulder repair (date undefined) with the use of 3 gryphon peek w/ds orthocord anchors for fixation. Subsequently, a post-op x-ray revealed that the bone surrounding the anchors where ¿white¿. This is all of the information supplied to date; there are questions out for further information and clarity. The implants are still in the patient¿s body and will not be returned for investigation. Also see associated mdrs 1221934-2013-00175 and 1221934-2013-00176.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
55 days have passed since this issue was reported to mitek; no further information has been received, the complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. Also, a review into our complaints system of all the other device/lots that accompanied this device/lot in the sterile load revealed no other similar issues with those device/lots. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that a (B)(6) epileptic male patient underwent a successful shoulder repair on (B)(6) 2013 with the use of 3 gryphon peek w/ds orthocord anchors for fixation. Subsequently, a post-op x-ray revealed that the bone surrounding the anchors where "white." The implants are still in the patient's body and will not be returned for investigation. At this point in time, they are not planning any regiment or additional treatment.